Event description:
During an af procedure, an artifact was observed at the tip of the catheter by the ice, it was aspirated, removed and it is not known whether it was a thrombus from the patient or carbonization caused through the catheter. Unable to register image. For the ablation catheter, a tactiflex with power between 30 and 40w was used. There were no consequences for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number was unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's model/lot number was unable to be obtained and therefore full UDI information(d4) cannot be not provided.